Event description:
It was reported that during a breast biopsy procedure, the tip of the applier tube broke off inside of the probe. Finished the biopsy using another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.